Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204 (belt/monitor unusable)) has been confirmed. Upon receipt there was a cut in the trunk cable and the red (can h) and green (+3.3v) wires were damaged inside of the cable. The cause for the code 204 was the electrode belt's inability to detect or treat a pt. The cause for the inability to detect or treat is the damaged wires in the trunk cable. The root cause for the cut cable and damaged wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.